Event description:
Consumer called to report having accuracy issues with her meter. Analysis run on clark error grid using mean avg. Reading (158,180) as reference point vs. Bd readings (28,288;43,316) yielded some data points in the c range of the grid, outside acceptable limits.